Manufacturer narrative:
Upon complaint review, it was determined that there was an additional attachment device that overheated with the other attachment device while in use with the cutter device that was previously reported in the initial report. This additional device as not reported in the initial report. Therefore, this is report 2 of 2 for the same event and the additional attachment device has been added in the concomitant medical products section.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attachment device overheated while in use with the cutter device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.